Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1225124 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1225124. Retention samples from batch 1225124 were not available for inspection. Two photos were received for investigation. One photo shows the agar surface of an opened plate with a bacteria colony growing. The other photo shows the bottom of a plate from batch 1225124 (time stamp 2055) with the plate print featured for batch verification. No return samples were received for investigation. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. CAPA#3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was contaminated with an unidentified bacterial colony. There was no report of patient impact. The following information was provided by the initial reporter: "customer reports 221261 lot 1225124 contains contamination." "Customer provides pictures showing one bacterial colony. Customer reports they were not able to identify the organism. Customer stores media per label instructions at 2-8 degrees c."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was contaminated with an unidentified bacterial colony. There was no report of patient impact. The following information was provided by the initial reporter: "customer reports 221261 lot 1225124 contains contamination". "Customer provides pictures showing one bacterial colony. Customer reports they were not able to identify the organism. Customer stores media per label instructions at 2-8 degrees c."